Event description:
While running the instrument, the user experienced alarms and shut down the instrument. When the user removed the f3 fuse and attempted to insert the replacement fuse, she observed flames from the instrument. The user stated the fire was small and she fanned out the flames. No one in the laboratory was harmed by the fire or smoke from the instrument. The user was able to clear the smoke from the fire by using fans in the laboratory. The field service representative determined there was a loose fuse cap for fuse f3 in the power box and found the damage was contained to the power box. He replaced the power box and cooling unit and verified the instrument operation by performing diagnostic checks which passed. The user ran calibrations and quality control successfully.

Manufacturer narrative:
Based upon the information provided, an instrument error occurred relating to the cooling unit. The customer shut down the instrument to replace the fuse due to the instrument error. The customer removed the fuse and attempted to insert a replacement fuse when she noticed flames. The customer did not complete the fuse replacement and was not injured. The power box was discarded by the customer and not available for further investigation. Although the customer stated the power was off prior to changing the fuse, flames can only occur when power is applied. We are unable to confirm if the power was on at the time the fuse was replaced. The user manual instructs the customer to turn off the main power to the instrument before attempting to replace a fuse. The issue was resolved on site by replacement of the power box.